Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months after the implantable pulse generator (ipg) system implant the patient experienced an infection. The implantable pulse generator (ipg) was explanted and sent to the laboratory for cultures. No further patient complications have been reported as a result of this event.